Event description:
Cause: non-union of fracture site. Fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however no one can predict a non-union or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect.